Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening during efaa. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and placed on the valve. However, during the second lock check, it was observed the clip continuously opened. The clip was reclosed and remained closed. The clip was then deployed. One additional clip was implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and placed on the valve. However, during the second lock check, it was observed the clip continuously opened. The clip was reclosed and remained closed. The clip was then deployed. One additional clip was implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.